Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported skin irritation and scarring. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing skin irritation at the infusion site after an unspecified duration of pod wear, accompanied by pain at the cannula insertion area. Reported symptoms included dry skin and bruising, followed by the development of scarring. No additional information was provided regarding symptoms or treatment for the skin condition.